Event description:
It was reported that an ilet user received a restart alert while diagnosing which the user disclosed a cartridge broke during a supply change, followed by replacing the fiasp cartridge and completing the change without further issues. Investigation included user troubleshooting, visual inspection of the pump by the user, and education on proper supply change and leak prevention. Further investigation of this case revealed a broken and discarded insulin cartridge with leakage suspected during handling, with no evidence of motor impairment after air drying and supply replacement. There was no user reported symptoms, and no reported adverse clinical effects during the event. Outcomes included no reported impact on health status or activities of daily living. It was concluded that, based on previously established findings for similar reports, the event was attributable to a damaged insulin cartridge and user-handling related leakage, with the device functioning as expected after replacement.